Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6mm longitudinal tear on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband and bonds that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the 1st inflation at around 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.25x12 nc emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, on the 1st inflation at around 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.25x12 nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.